Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update - this is a clinical patient, received lot information for the stem. **update** 1/28/2013 - patient seeking legal action. Pfs and medical records received. There is no new additional information that would change the existing MDR decision. Records are available on the l drive if needed for further review. The stem associated with this report was not returned. Review of this device history record did not reveal any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Conclusion and justification status for MDR: a complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per wi-3430. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This product was found to be noncontributing to the event. Depuy still considers this investigation closed.

Event description:
Update rec'd 2/11/2014-pfs and medical records received. After review of the medical records/operative notes a correct part number was given for the cup. The records confirmed loosening of the cup. The stem was also previously reported for loosening, but the records confirmed the stem was well fixed. The stem is now being changed to noncontributing. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Added describe event or problem, relevant tests/lab data, and report source. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 10/04/2016 medical records received. After review of the medical records for MDR reportability, there is no additional information that would affect the existing investigation. The metal ion levels provided were at non-reportable levels.

Manufacturer narrative:
(B)(4).

Event description:
Update ad (B)(4) 2018: com-040701 has been re-opened under (B)(4) due to the receipt of ppf and sticker sheets. Ppf alleges metal wear. Added lawyer and law firm. Doi: (B)(6) 2008 - dor: may 24, 2011 (left hip). Patient is bilateral. See (B)(4) for the right hip. (B)(4) for the second revision.

Event description:
Pt was revised to address metal-on-metal disease, osteolysis causing loosening of the cup and proximal loosening of the stem, with severe liquid buildup and pressure. The stem was not removed.